Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent ipom hernia repair with resection of descending colon and colostomy reconstruction on (B)(6) 2012 and mesh was implanted. The patient experienced recurrent parastomal hernias in (B)(6) 2012 and (B)(6) 2013. It was reported that the patient underwent partial explantation of the mesh, substantial lap adhesiolysis, lap hernia repair ipom, and colostomy reconstruction on (B)(6) 2013 and mesh was implanted.